Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer was inquiring if the walking beams should have any looseness going from side to side. And it should not. Informed him to look for loose hardware or worn hardware.